Event description:
Edwards received information that a coronary sinus perforation occurred during the placement of a proplege coronary sinus catheter. No intervention was required. The case was a robotic mitral repair. There were no notable anatomical issues with the patient. Anesthesia reported nothing out of the ordinary and felt no resistance. The injury occurred before anesthesia could do a non-occlusive shot. A non-occlusive shot is normally done immediately after engaging the coronary sinus. The balloon was never inflated. No additional patient information is available. Tee and fluoro imaging was used but no imaging is available.

Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. Injuries to the coronary sinus are listed as a potential complication in the product IFU. The IFU further notes: warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No device malfunction is indicated in the report and the events reported are included in the labeling. No actions are needed at this time this type of event is a known potential complication and/or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. All labeling and training appropriately address the risk. Manufacturing records could not be reviewed as a lot number is unknown. Trends will continue to be monitored through the use of edwards quality systems.